Event description:
Customer reported that the insulin pump received an alarm during prime process. Customer stated that insulin is squirting out during manual prime and the insulin continues to drip after motor stops during prime. Customer stated he is unable to exit the preparing to prime loop. The rewind message occurred after alarm. Customer stated the drive support cap appears recessed. Customer stated he is treating with manual insulin injections. Blood glucose is 148 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.